Manufacturer narrative:
Company representative evaluated the unit. Corrections included capturing and clearing error logs. The system was rebooted and verified operation.

Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No patient injury was reported.